Manufacturer narrative:
The calibration signals for cal 1 were lower than the expected values . The cal 2 signals were within the expected values. Qc was recovering within customer's acceptable ranges. The measuring cell was changed on (B)(6) 2019. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Preventive maintenance was performed on 28-may-2019 and the measuring cell was replaced. Precision testing was performed.

Event description:
The initial reporter questioned low results for 3 patient samples tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas e 801 module. Based on the data provided, the results for 2 patient samples were discrepant. Patient 1 initial result from the e801 module in question was < 73.8 pmol/l. The repeat result from a different e801 module was 348 pmol/l. On (B)(6) 2019 patient 2 initial result from an aliquot on the e801 module in question was < 73.8 pmol/l. On (B)(6) 2019 the repeat result using the primary tube on a different e801 module was 372 pmol/l. The initial results were reported outside of the laboratory where they were questioned by the doctor and repeat testing was requested. The repeat results were provided as corrected results. There was no allegation that an adverse event occurred. The vitamin b12 ii reagent lot number was 37176000 with an expiration date of 31-jul-2020.